Manufacturer narrative:
Concomitant medical products: 0185 lead implanted: unknown; 2088tc lead implanted: unknown .

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The patient developed a pulsating area on the left side of the back when lying down. Reprogramming was done and the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.